Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose levels. The customer¿s blood glucose level was 350 mg/dl to 450 mg/dl at the time of incident and the current blood glucose level was 214 mg/dl. The customer experienced symptoms such as extreme thirst and vomiting and treated with manual injections. It was reported that the insulin pump alarmed no delivery. Troubleshooting was not completed. The customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir, possible site/insulin issues, and check their settings. The customer was advised to monitor the insulin pump. The insulin pump and reservoir will not be returned for analysis. The customer agreed to return the infusion sets.